Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at opening the packaging of a pacing lead the plastic seemed to have shrunk and crumpled as if it was heated. The lead was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.